Event description:
It was reported the cutting accessory came out of the device during simulated use testing conducted at the manufacturing facility. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.